Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the heartstart xl+ defibrillator delivered a first shock at 150 joules without problem, however the following two shocks were delivered with delayed-action, where it was necessary to press the shock button twice despite the continuous audio signal going off. There was no negative patient impact.